Event description:
Philips received a complaint on the defibrillator indicating that the device had a bad working som pca. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The fse visited the customer site and identified defect in the processor assembly and processor mix. To resolve the issue, assembly processor pca and processor mix was replaced. After replacement, the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to processor pca malfunction. The reported problem was confirmed.